Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a ¿beaded¿ type foreign matter found on the top of a bd ultra-fine¿ pen needle 32g x 4mm prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Date received by manufacturer correction: the date received by manufacturer field has been updated to reflect the corrected date of 10/17/2017. Investigation summary: four open 32g x 4mm pen needle samples were returned from an unknown lot number, cat. No. 320477. Visual examination was carried out on the returned samples and it was observed there was excessive lubricant on the patient end. No DHR review can be carried out as the lot number is unknown. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Root cause description: the root cause of this issue is adhesive splatter from the dispense system.